Manufacturer narrative:
An event regarding difficulty seating a triathlon pkr insert into a baseplate was reported. The event was confirmed. Method adn results: device evaluation and results: a visual inspection showed the anterior portion of the locking feature was damaged, which would prevent it from fully seating. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the observed damage on the anterior portion of the locking feature was preventing the device from being fully seated. This damage likely occurred as a result of attempting to implant the insert while it was not fully aligned with the baseplate.

Event description:
It was reported that 8mm#2 insert could not be inserted again and again. Then, it was broken during medical procedure. 9mm #2 insert could not be inserted, so #2 tibial component was removed. And, tibia was recut and #1 tibial component was implanted instead of #2 tibial component. The surgeon controlled the gap and cutting area of bone, but it was difficult to inserted and finally inserted.

Event description:
It was reported that 8mm#2 insert could not be inserted again and again. Then, it was broken during medical procedure. A 9mm #2 insert could not be inserted, so #2 tibial component was removed. And, tibia was recut and #1 tibial component was implanted instead of #2 tibial component. The surgeon controlled the gap and cutting area of bone, but it was difficult to inserted and finally inserted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.